Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised to check developer options settings and restart phone, which resolved the issue as the pump successfully paired with mobile app, requiring no further assistance.